Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked; further described as "drug came out in a jet through the filling cap when disconnecting the syringe". This issue was discovered during filling with fortum 4g in 120 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.